Event description:
The customer's wife reported via phone call that the insulin pump alarmed button error when patient was in the hospital. The patient had a surgery in his small intestine due to diabetes. The customer's blood glucose was unknown. No significant events leading to the alarm were observed. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion, and occlusion, prime, excessive no delivery and displacement tests. The insulin pump was also received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with bleeding lcd glass at lower left portion of display, cracked case at display window corners and belt clip slot. The insulin pump had minor scratched lcd window.